Event description:
The customer tested her blood glucose using her 2 new contour meters and received readings of 277 and 65 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was not able to troubleshoot either contour system. She insisted that both meters be replaced. No product will be returned for evaluation.

Manufacturer narrative:
Information for the other contour meter: product code 7183, manufacture date 05/2008.